Event description:
It was reported that a power injectable microbore non-dehp catheter extension set was unable to be flushed through its connector. Patient involvement and the step of setup or therapy during which this occurred were not specified. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.